Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that nontemplate aligner arch that the patient was wearing cut their gingiva.

Manufacturer narrative:
Investigation results: other. Patient is now on sm3 and dl protocol was followed. If the patient is still having fit issues, it may help for them to order scalloped trim line. Pt is missing u second bis. I am not sure if this is where the fit was cutting into the gums, but a scalloped trim line may be more comfortable for the patient DHR: we reviewed the DHR for this so-613so1184046 / (B)(6), qty. (B)(4) items assy-500011 (aligners) and 2 items assy-500010 (template) were packaged by the first shift by auto bag-and-box operation on february 06, 2024, manufacturing supercell sc2, equipment pua-04. The sales order was inspected and met the acceptance criteria provided by qa. Photo investigation. The customer's evidence (photo) shows an apparent upper aligner. We observe that the trim line over the trays of the central incisors has been modified. The evidence provided shows a discrepancy with the digital specifications from the initial stages of the treatment. The traceability information (serial number, patient ID) is not visible for device identification.